Event description:
A tandem mobi cartridge alarm was reported due to an issue that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted, and instructions were given for handling the pump's storage mode and returning the defective pump via ups. The customer was informed about the necessary steps to take with the replacement pump, all of which the customer understood and acknowledged.